Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were out of specification on the low end and the device was out of calibration. The motor, plug harness, switch, and various other parts were replaced resolved the reported issue. DHR was reviewed and no deviations or anomalies related to the reported event were noted. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is not powering on . The event occurred outside of surgery during testing. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The investigation found the motor was speed was out of specification on the low end.